Manufacturer narrative:
This event was identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Literature article: performance of the fixed pressure valve with antisiphon device sphera® in the treatment of normal pressure hydrocephalus and prevention of overdrainage. Pereira r.m., suguimoto m.t., de oliveira m.f., tornai j.b., amaral r.a., teixeira m.j., pinto f.c.g. Doi: 10.1590/0004-282x20150190.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: according to the article, of the 15 patients that were implanted with fixed pressure valves, 5 showed clinical worsening after a year of monitoring. The five patients had chronic subdural hematoma >1cm during follow-up. Four of the five largest hematomas that occurred in the first six months required re-operations for hematoma evacuation and replaced valves for high-pressure valves. One patient had slit ventricles syndrome after six months of surgery without midline deviation or ventricular compression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.